Manufacturer narrative:
Investigation results: visual evaluation of the returned device found that the flare was detached and the catheter was kinked near the handle and slightly kinked in the extreme strain relief. The wire near the handle was also found kinked. Evidence of the flare manufacturing process was present on the catheter. Functional testing could not be performed due to the flare detachment. The complaint was not confirmed. The device does not have the loop detached. Instead the flare was found to be detached. Additionally, the wire and catheter were kinked near to the handle, and the catheter was slightly kinked in the extreme of the strain relief. Based on the position of the kinks in the wire and the catheter, it is not possible to determine the cause of the flare detachment. Therefore, the review and analysis of all available information fails to indicate a root cause or probable root cause for this complaint. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during preparation, the snare loop was extended out of the sheath when the loop detached. The procedure was completed using a second rotatable medium oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during preparation, the snare loop was extended out of the sheath when the loop detached. The procedure was completed using a second rotatable medium oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event: snare loop detached the device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.